Event description:
Customer reported a no delivery alarm. Customer's blood glucose was 58 mg/dl. The customer stated the alarm was resolved by an infusion set change. The customer was unable to troubleshoot because she was not wearing the insulin pump. The customer was advised to call back when the alarm occurs. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)